Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. Patient's husband did not report a cause of death. However, per the patient's obituary, the patient passed away after a long battle with diabetes. A certificate of death was not provided. It was undetermined if patient was wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. No additional event or patient information is available.